Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a system over temperature alarm. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that since this was a repeat failure they replaced the temperature sensor (0206-00-0734), <100 micron muffler (0106-00-0499), and 1/8th npt muffler (0103-00-0631). The unit passed all functional and safety tests and was returned to customer.